Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned device and attached images confirmed a fracture and disassociation event of the liner. Error in material or manufacture was not identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : no lot number was provided to complete a database search or request quality records.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, d10 and h3.

Event description:
A. Can you please verify if the liner disassociated from the cup? Dr. (B)(6) wrote "im ersten fall war das inlay stellenweise komplett aufgerieben. Leider kann ich nicht sicher sagen, ob es noch stabil in der pfanne sass." Translation silke h-k: "the inlay was completely at some areas. Unfortunately I can't say for sure whether it was still stable fixed in the cup."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: visual examination of the returned device and attached images confirmed a fracture and disassociation event of the liner. Error in material or manufacture was not identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: no lot number was provided to complete a database search or request quality records.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initially reported as patient was revised before because of unknown reason. Doi: (B)(6) 2018, dor: (B)(6) 2020. Additional information received and translated: translated records medical_reports_de_de_en were reviewed. On (B)(6) 2018, the patient had an implantation of a left hip to address pain, dysplasia and coxa valga on the left side. Depuy components were used on (B)(6) 2020, the patient had a revision to address decentration of the femoral, excessive polyethylene wear and instability. During the procedure the surgeon observed metallosis, as well as corresponding discoloration in the area of the ceramic head. The liner was noted to be fragmented and those fragments were removed. Only the liner/head were revised. On (B)(6) 2020, the patient underwent a revision surgery to address recurrent luxation (instability), ¿noise of friction¿ in hip, limited mobility, decentration of the femoral head, and poly wear of the liner in the left knee. Preoperative radiographs showed decentration of the femoral head. During the procedure, the surgeon observed metallosis, fracture of the caudal portion of the inlay (liner) and liner wear. The metal femoral head was noted to have an area that was discolored. The surgeon reported that there ¿appeared to be contact between the femoral neck of the prosthesis and the edge of the cup, which could have caused the metal wearing off¿. There was no significant defects noted of the cup. A ¿conspicuous osteophyte in the anterocaudal portion of the cup¿ was removed to prevent potential leverage forces. Only the liner and head were revised.